Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
The customer reported the nav ring was not working properly. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the nav ring had intermittent operation and advised to replace the front bezel. The front bezel was replaced and the issue was resolved.